Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 66 mg/dl. The cause of low bg was unknown. The customer received third party assistance from their school nurse who provided juice and waited with customer until they felt better to address bg. No additional patient or event information was available.